Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance, the subject device showed an error e216 and error e226 when the connector was moved and, had corrosion on the grip and chip contact. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable leakage, coupler corrosion, errors e216 and e226 occurs when moving connector, cable kinking, damage to one pin on rear section, tip contact with corrosion, rust formation on grip lock mechanism. Based on the results of the investigation, a root cause could not be identified for the cable leakage, coupler corrosion, errors e216 and e226 occurs when moving connector, cable kinking, damage to one pin on rear section, tip contact with corrosion, rust formation on grip lock mechanism. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.